Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: the display screen was dim/faded and discolored when the pump booted up. The contrast setting was set at '7' and little improvement was noted when the contrast was changed to the maximum of '10'. Unrelated to the display issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no recorded issue with loss of power and no evidence of moisture damage in battery compartment. The initial torn keypad complaint was not confirmed during product evaluation. The keypad had no visible sign of damage. No contamination or any other anomaly was found on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored in addition to a crack on the battery compartment. This report is made based on results of investigation completed on 12/04/2013.